Event description:
It was reported that prior to use in a coronary treatment procedure, the device was contaminated. The intended target lesion was located in the rca. At an unknown time, the 2.0x15mm apex balloon catheter was contaminated. A note was placed on the packaging of the device indicating it was contaminated. The facility believes it occurred on their end; however, details of how or when it occurred are unknown. The device was not used and the procedure was completed with another of the same device. As there was no contact with the patient, no patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the outer carton, the inner pouch which had been opened and the complaint device. Visual analysis found no evidence the device had been used. There was no foreign material or contamination visible inside the pouch and/or on the box. There were no anomalies noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered "not confirmed" as product analysis could not confirm contamination. (B)(4).